Event description:
The customer reported that the paddles did not discharge during testing.

Manufacturer narrative:
The customer reported that the paddles did not discharge during testing. The paddleset was returned to philips for evaluation. The reported symptom was duplicated. The customer was shipped a replacement paddleset which resolved the reported issue.